Manufacturer narrative:
Integra reference number is 97-035. The device history records were reviewed for product shipped to children's hosp since 6/1996. All specifications were met. After initial contact with reporter by integra, and despite numerous efforts (written and phone) no further info could be obtained. The file is closed.

Event description:
"Open lesions" on autograft sites which were placed over product treated sites. Areas of hypertrophic scarring.